Event description:
It was reported that the patient was taken to the hospital by ambulance and was diagnosed with blood glucose (bg) values reached 600 mg/dl. The patient had urinary tract infection, was dehydrated, had scarring and renal failure. For treatment, the patient was given fluids and prescribed ciproflaxin at 500 mg to take twice a day every 12 hours, during 4 days. The patient was discharged after 3 days. The cannula was bent, while wearing the pod longer than 48 hours on the abdomen. The pod was discarded.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization, bent cannula and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.